Event description:
Baxter representative reports one incident of a blood leak at the onset of patient treatment. Noted by a blood leak alarm. Estimated blood loss 300 cc's. Treatment was resumed with new disposables without incident. No patient injury or medical intervention reported.